Event description:
A customer reported an alarm issue with their tandem mobi cartridge while pumping, which was identified as cartridge alarm 34. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support confirmed the issue and arranged for a replacement pump to be sent to the customer. The customer was instructed on how to store the current pump and return it using a prepaid label, and they acknowledged the instructions.